Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion at the bifurcation of the left anterior descending (lad) and diagonal coronary arteries with no calcification and no tortuosity. Following deployment of an unspecified stent, access through the deployed stent for post dilatation was attempted with a hi-torque turntrac guidewire; however, the guidewire failed to reach the lesion due to the anatomy. The guidewire was removed and on re-advancement, a change in the support of the guidewire was noted. The guidewire became stuck in the lad 6cm away from the aorta and proximal to the previously implanted stent. A balloon dilatation catheter (bdc) was advanced to trap the guidewire in the guiding catheter; however the guidewire remained stuck despite attempts at removing the guiding catheter, bdc and guidewire as a single unit. Force was used to remove the guidewire and the coils were noted to unravel. The tip of the guidewire separated and the tip remained imbedded in the lad. Retrieval of the tip with a snare was attempted but failed. No further intervention was performed. Although the procedure was delayed, the patient condition was reported to be stable post procedure. Two days post procedure the patient underwent surgery to remove the separated portion of the guidewire. The guidewire was wrapped around the aortic valve resulting in a leak. The wire was untangled and removed with difficulty. The aortic valve was replaced due to tissue damage. The patient was transferred to the intensive care unit initially. The patient is reported to be recovering at this time. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. It should be noted the hi-torque turntrac guide wire instructions for use (IFU) states: do not: push, auger, withdraw, or torque a guide wire that meets resistance. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. If resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. Although it was noted that resistance was noted during removal of the guide wire, this was due to the guide wire becoming stuck with the anatomy therefore the force applied seems to be a reasonable clinical response to the difficulties. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the guide wire was advanced resistance was met with the anatomy resulting in the reported failure to advance. During re-advancement, interaction with the anatomy resulted in the reported device operates differently than expected and ultimately resulted in the guide wire becoming stuck/reported entrapment. Manipulation of the device using force during attempts at removing the guiding catheter, balloon dilatation catheter and guide wire as a single unit resulted in the reported stretched coils and ultimately resulted in the reported tip detachment. Additionally, the reported difficulties possibly contributed to the reported patient effects; however, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect of embolism is listed in the hi-torque turntrac guide wire instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed report, the following information was received: the patient had an existing mechanical aortic valve. The subsequent surgical procedure was to remove the separated guide wire and replace the mechanical valve. The patient is reported to be doing well. No additional information was provided.

Event description:
Subsequent to the initial 30-day and follow-up #1 medwatch reports, the following information was received: on (B)(6) 2018; the patient was admitted for a bypass graft. The separated portion of the hi-torque turntrac guide wire unraveled on removal. A tear was noted to the aortic valve. A corresponding tear of the non-coronary cusp was also noted and the patient underwent a valve replacement. The patient remained in hospital for 45 days. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4).